Manufacturer narrative:
Hardware low level failure alarm confirmed in the pump history due to broken trace. Multiple insulin pump error alarm found in the pump history due to software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer stated that the insulin pump had software error detected and the motor arm cannot communicate with the main arm. The customer stated they were able to clear the alarm and were able to complete the rewind process however, self test did pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.